Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2,000 mcg/ml at a dose rate of 1,021 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a recent pump refill performed on (B)(6) 2020. The baclofen patient was later in the emergency room (ER) unresponsive. The date of the event was (B)(6) 2020. The pump was read to find out what drug was in the pump and daily dose by the pain physician who described as being familiar with and actively having managed pumps. The physician had aspirated all the drug from the pump to compare to telemetry and to rule out a pocket fill. The volume matched and drug was put back into the pump and the daily dose was reduced from 1,021 mcg/day to 700 mcg/day. The patient was to be observed for a change in status. It was further indicated that the physician did not feel the patient¿s condition was related as she had other underlying conditions (not specified). No surgical intervention occurred, and no surgical intervention was planned. It was unknown if the issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown / would not be made available. Additional information was later received on 2020-may-22 from a healthcare provider via saol therapeutics. It was indicated that they had not had problems with the pump in a long time. The patient was getting her infusion refill done at an infusion center up until the patient refused to come back. Arrangements were therefore made with another provider to perform her pump refills at home for her convenience, which started the first of this year. On (B)(6) 2020 a nurse called and notified the hcp¿s office of a volume discrepancy when attempting to refill the pump. The volume stated 5.9 ml (expected volume), but only bubbles were obtained. Due to circumstances of the patient having multiple hospitalizations and short stays at a nursing home, the patient¿s pump was last refilled at the infusion center on an emergent basis. On (B)(6) 2020, the hcp¿s office was notified that the patient was taken to a medical center unconscious and they were asking for the last refill statistics, which they faxed. The hcp¿s office was noted as having further been told that a pain management physician had removed the baclofen and replaced it in addition to having reduced the flow to half her usual dose that she had been on for years. It was further noted that the hcp¿s office was told they were going to notify the patient¿s physician which they never did. It was indicated that there had not been any further communication from them since. No fur ther patient complications have been reported as a result of this event.

Event description:
Additional information was received on 29-may-2020 from the patient¿s pump managing physician¿s office who reported that the cause/circumstances that led to the patient being unresponsive/unconscious was unknown. With regards to further diagnostics/troubleshooting performed related to the volume discrepancy it was noted that the nurse from the infusion center was going to return in 10 days and check the pump levels again. The cause of the volume discrepancy was not determined. The pump was filled with 40 ml of drug and programmed as such at the prior pump refill on (B)(6) 2020. It was unknown if the volume discrepancy issue had been resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.